Manufacturer narrative:
This is being filed as reduced visual acuity for more than 7 days. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.

Event description:
The pt reported hazy vision. Follow up with the ecp on (B)(6) 2011 notes that the pt's visual acuity had decreased for more than 7 days, however, has had improvement with no permanent impairment or damage. The pt was treated with pred forte and muro 128. Doctor also notes that the pt wore a different pair of lenses prior to being treated for 2-3 weeks after the onset of the symptoms reported. This is being filed as reduced visual acuity for more than 7 days.